Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they think the device has moved down to the vaginal area. The patient said they can feel something very strange between their legs. Reviewed option to turn stim off to see if it goes away. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent received call from patient in regards to the same issue previously reported. Caller stated that they feel like the device has moved. Agent walked the caller through the steps of connecting to the ins and turning the stim down. Caller will still follow up with the hcp.